Event description:
On 1/22/97 and 1/23/97 two events (europe and us, respectively) were reported with the use of the prosthesis graft feasibility study. The events occurred with three, 15cm long grafts in two pts. In each instance the catheters were able to track the stent-grafts to the superficial femoral arteries without problem, although two of the three stent-grafts were implanted through the kinked introducer sheaths. During the deployment of the stent-grafts, the deployment line broke in the extracorporeal portion of the catheter. In all cases, the deployment lumen in the catheter shaft was dissected to retrieve the deployment line. A hemostat was used to pull the deployment line and complete the deployment of the stent-grafts. In each case the procedure was completed without adverse sequelae.